Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact h3 other text : product not returned.

Event description:
The customer reported that "wires in our pulse ox sensor have become exposed when attempting to change out the brown fabric sticker (replacement tape)... New pulse ox sensor noted to have exposed wires when removing from package". There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned sensor was evaluated. The sensor was returned with missing adhesive head-tape. The internal wires were exposed as the tape was physically removed from the sensor cable. The sensor passed continuity testing, however the sensor was unable to be functionally tested due to the missing tape assembly. The customer's reported issue could not be replicated in testing. Health effect impact code: no adverse event; no patient impact

Event description:
The customer reported that "wires in our pulse ox sensor have become exposed when attempting to change out the brown fabric sticker (replacement tape)... New pulse ox sensor noted to have exposed wires when removing from package". There was no patient impact or consequence reported.